Manufacturer narrative:
Clinical evaluation performed by medical affairs director. About 9 months after primary tsa, revision is required for joint instability. Indeed, the original surgery involved a 48mm head coupled with a 42mm glenoid, combination that is off-label and that can lead to some instability. In addition to that, the anomalous loading conditions may also hinder the stability of the cemented glenoid component. We therefore think that the most probable cause for this adverse event is the mismatch between head and glenoid, and we see no reason to suspect a malfunctioning device.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2113347: (B)(4) items manufactured and released on 19-ott-2021. Expiration date: 2026-10-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Total anatomic shoulder was implanted on (B)(6) 2022. Anatomic humeral head (48mm) and poly glenoid component (42mm) were implanted, this coupling is not allowed as per medacta anatomic shoulder surgical technique. At 9 months from primary surgery the patient had pain and shoulder instability. The surgeon revised all components and during revision it was found that the glenoid was mobilized from bone. Reverse shoulder system implanted successfully.